Manufacturer narrative:
(B)(4). Report source: foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the reaming process, the broach handle broke. The part that connects the handle to the drill snapped off the handle. All pieces were accounted for. Nothing fell in the patient. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon return of the device, it has been determined this device is an alliance partner design control and they have all reporting responsibilities. The original part and lot number reported were sent in error. Zimmer biomet has no reporting responsibilities on this device. The initial report was forwarded in error and should be voided.

Event description:
Upon return of the device, it has been determined this device is an alliance partner design control and they have all reporting responsibilities. The original part and lot number reported were sent in error. Zimmer biomet has no reporting responsibilities on this device. The initial report was forwarded in error and should be voided.